Event description:
It was reported to boston scientific corporation in 2007 , that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter (patient age and gender unknown), the "safety tip of the basket would not release despite using the alliance ii gun, hence embedding the wires of the basket (into the) stone and therefore, impacting the stone at the papilla". "The basket was then cut from the handle with wire cutters as per emergency protocol and the emergency mechanical lithotripter was attached. The tip finally came off, releasing the stone". The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend reports reveals six complaints reported in the month of january, eleven complaints each reported in the months of february and march. Due to the low number of complaint increase and the low clinical severity for the related failure mode, no specific action is warranted at this time.